Manufacturer narrative:
E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: unknown lot: unknown it was reported that the bd 30g 50cc 1/2in syringe needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached to whom it may concern I've had numerous issues with the bd 50 cc 30g and 1/2inch syringes because the needles are coming completely out of the tips. This is very dangerous, and it needs to be addressed. I've personally seen 3 come out in people's skin. Very disappointed in this brand at the moment, will be telling everyone I know to be cautious of this brand until I learn of the product being corrected. Response received on 21 aug I will try to get a lot number for you. I will attach a photo of the product and the needle that came out of it. And yes it was being used by someone when it came out in their skin and had to be pulled out with their fingers. The date was around august 15 and august 10-15 it happened with other users of the product.

Event description:
Samples received.

Manufacturer narrative:
Investigation summary: 3 photos were received and analyzed by our quality team. The photos verify the customer's complaint of a broken needle but the root cause cannot be determined without a physical sample for investigation. A device history record review could not be performed because a model or lot number was not provided by the customer.